Event description:
The report stated that "during, oozing between 30 and 40 cc occurred although an end tone, indicating a completed seal cycle, was heard". However, the customer was not clear if end tones or regrasp alarms were heard when there were attempted seals with the blood loss. The customer did report that both sounds were heard from the generator during the case. The device was also activating intermittently. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.